Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed a red x and 0u over the insulin gauge. The contact stated that the customer inadvertently did not address charging the pump. The customer's blood glucose level was 300 mg/dl. The customer reverted to pens to lower blood glucose level.